Manufacturer narrative:
(B) (4).

Event description:
It was reported that following battery replacement, the device was not working. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.